Event description:
It was reported that an alarm due to low reservoir and then zero ml reservoir volume reached were confirmed by telemetry. It was unknown if the pump was audibly alarming as the patient was in a different facility at the time of the report. The alarm occurred approximately 1 week prior to the report. It was indicated that the patient had missed a refill. During a refill on the day of the report, the reporter aspirated no drug from the reservoir. During the refill, the concentration was changed from 500mcg/ml to 2000mcg/ml so a bridge bolus was programmed. The patient was asymptomatic. The device system delivered lioresal. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).